Event description:
The pt was a 32 year old white female, who had initial bilateral breast augmentation in 5/87, using polyurethane covered implant. The pt has developed since 1992 fatigue and a lot of shortness of breath, achiness with any exercise. The pt also had dry mouth. On physical examination the pt had a class ii to iii contracture in both breasts.